Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test with the (B)(4) bluetooth device was performed and passed as it was possible to download the transmitter log during the test. The transmitter functional test was performed and passed with no deficiency. Share data log was reviewed and inaccurate cgm values were found in the log within the investigation window. The reported customer complaint was confirmed. The root cause could not be determined post investigation.